Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the device was not in clinical use at time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that the oblique movement of c-arm was not controlled. Upon functional analysis, the fse checked the different movement of c-arm and l-arm as well as table, but no issue found. The fse tried to resolve the issue by replacing the c-arc function button, but issue persisted and the fse concluded that geo module was defective. The cause of the geo module failure could not be conclusively determined by the supplier's part analysis however, the replacement of the geo module by the fse resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the left oblique movement of the c-arm was moving without being controlled. The system was noted to be in clinical use. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the geometry module was replaced, the system was returned to use in good working order.